Event description:
During a generator replacement surgery due to end of service, diagnostic testing of the newly implanted generator indicated high impedance. As the explanted generator battery was depleted, diagnostics could not be performed prior to surgery to confirm the integrity of the system. The lead pin was removed and re-inserted; however, diagnostics still showed high impedance. Diagnostics were performed on the new generator with a test resistor and were fine, indicating the high impedance issue was likely with the lead. The lead was not replaced during surgery, as it was stated that it would be replaced at a later time. The device was programmed off (to 0ma) during the surgery after the high impedance was observed. No known patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays have been taken. Revision surgery for the lead is likely. No additional information has been provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted lead was discarded and will therefore not be returned. Additional follow up found that during the lead revision on (B)(6) 2013, only the lead was replaced and the newly implanted generator was not replaced.

Event description:
The first explanted generator was returned to device manufacturer for analysis on (B)(4) 2013. Further follow-up revealed that the patient underwent generator and lead replacement on (B)(6) 2013. Attempts to have the lead and second generator returned for analysis have been unsuccessful to date. Attempts to obtain additional information have been unsuccessful to date. Analysis of the first explanted generator was completed on (B)(4) 2013. The generator was found to be at normal battery depletions. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Event description, corrected data: addiitonal information was received which indicates the newly implanted generator was not replaced with the lead during the second surgery, and only the lead was replaced at that time.

Manufacturer narrative:
"The first explanted generator was returned to device manufacturer for analysis on (B)(4) 2013." This information was inadvertently left off of initial MFR. Report.